Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic hysterectomy, the surgeon was dividing the uterus into quarters so that it could be removed vaginally, when the system issued a red light and an alarm was heard. It was then noticed that a piece of the active waveguide had disengaged from the device. The piece was retrieved from the pt cavity. The dissector was reported as having made contact with a metal grasper also in use during the procedure prior to the component disengaging. There was no pt injury or blood loss as a result. The broken piece was discarded at the site, but the remaining waveguide will be returned for evaluation.